Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va06fgs, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported the patient had lost 25-30 pounds over the last 2-3 months and the device migrated up and out of the skin at the initial incision point. The doctor thought it would be best to remove the entire system to protect against a potential infection and re-implant at a date in the future because the patient was having great results with the interstim. A normal elective replacement indicator was noted. Three days later, it was noted that no diagnostic tests or troubleshooting were done prior to the explant. The patient was in ¿great condition¿ following the explant.

Manufacturer narrative:
Analysis of the stimulator, serial #(B)(4), found no anomaly. Analysis of the lead, lot #va06fgs, found the lead body cut through and segmented. No significant anomalies.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.